Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed cosmetic environmental stress cracking while in vivo. Concomitant medical products: addr01 ipg implanted: (B)(6) 2011.

Event description:
It was reported that the lead was explanted and replaced due to an association product and returned to the manufacturer. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.